Event description:
The user facility reported that a 79-year-old male patient supported with an impella device had a hemoccult-positive stool, indicating bleeding. The patient reportedly received a blood transfusion. A change in therapeutic response was reported. No additional clinical details were provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the major bleed could not be determined due to insufficient clinical details.

Manufacturer narrative:
Section h code has been updated based on additional information. Health effect - impact code, f2302, was removed. This report reflects the most up to date coding. Clinical assessment: a 79-year old, male patient received an impella 5.5. Previous to an operation via the right axillary/subclavian artery. A complaint was filed on the patient having blood in stool, however no information on further clinical progress was given. The field representative confirmed that due to the bleed, anti-coagulation was not re-initiated. Patient was successfully weaned and survived.